Manufacturer narrative:
A smiths medical protectiv safety i.v. Catheter was returned for analysis. The investigation did confirm that the product failed to meet the expected performance. However, the actual root cause could not be determined since the actual lot number was unknown and condition of part received could not be replicated by subject matter experienced professionals.

Event description:
It was reported that a smiths medical protectiv® safety i.v. Catheter separated from the hub upon removal, staying in the patient. The catheter was located in the wrist via ultrasound and was required to be removed. There was no reported adverse patient effects.